Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette and the serious adverse events of peritonitis, which warranted hospitalization, antibiotic therapy, pd catheter removal and transition to hd therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Acinetobacter bacteria is commonly found in soil and water, and acinetobacter infections more frequently occur in the hospitalized and immunocompromised patient. Additionally, acinetobacter is associated with severe peritoneal infections, usually resulting in the removal of the pd catheter. Based on the totality of the information available, the liberty cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the patient¿s peritonitis. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction contributed to the events. However, without a discharge summary and/or causality of the peritonitis, this clinical investigation cannot disassociate the device/product from the serious adverse events.

Manufacturer narrative:
Correction: the incorrect information was provided in previous reports, and the following sections have been updated - a2, a3, b2, b3, b5, g2, h6.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted an infection while on pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2018 with abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, >7,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) unasyn (dose, duration, frequency not provided), however when the peritoneal effluent culture result returned positive for gram-negative acinetobacter (species not provided) on (B)(6) 2018, the patient¿s pd catheter (not a fresenius product) was surgically removed. The pdrn stated the hospital notes indicate the infection was not clearing as anticipated, and therefore the patient was permanently transitioned to hemodialysis (hd). The pdrn stated the cause of the peritonitis was never discovered, but the physicians progress notes indicated it was a very ¿aggressive¿ infection. The patient was discharged on (B)(6) 2018 and began outpatient hd therapy the following day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.